Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level was 450 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue.